Event description:
It was reported that tsb35 was used during an adhesiolysis. It was reported by the affiliate that the instrument did not cut and the trigger broke. There was no consequence to the patient.